Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.63v after 32 months of implant. The field representative was concerned that the device was depleting faster than expected. Technical services discussed that the device was included in the shortened replacement window advisory that was issued (B)(6), 2007 and appeared to be exhibiting the advisory behavior. A save to disk was sent in for evaluation. Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The disk analysis showed that this device did appear to be depleting prematurely. However, there was a significant amount of capacity remaining and it was expected that the current depletion rate would yield a remaining longevity to elective replacement indicator (eri) battery status of more than one year. The advisory recommendations of monthly follow-ups and replacement within 30 days of eri were discussed. The device remains implanted without further complication. This device has not been returned for analysis. Should additional information become available this report will be updated.